Event description:
While using the vasoview hemopro to take endoscopic vein harvesting, the tip of the device broke off in the patient's left leg. The piece was later retrieved by the physician assistant from the left leg. There were no complications.